Manufacturer narrative:
This information was not provided during initial report. Additional information has been requested. Device implanted (B) (6) 2009. Investigation could not be concluded, no conclusion could be drawn, no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number. Manufacturer date cannot be determined without a lot number.

Event description:
Removal of prodisc-c at c6-c7 after patient developed kyphosis. Pdc was removed and patient underwent 4-level laminoplasty.